Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected the system was in clinical use. The patient was undergoing coronary diagnosis, which was delayed due to the event and procedure was completed by moving the patient to another room. The philips field service engineer (fse) inspected the system onsite and confirmed that the system had only blue screen. Upon functional testing fse found host pc didn¿t boot up correctly causing the reported issue. The part analysis of the host pc was performed which didn¿t conclude any cause of the pc failure however the onsite visit by fse determined host pc boot up issue. To resolve the issue fse replaced the host pc and restore software & application. After this the reported issue didn¿t reoccur and the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the host pc did not boot up successfully. No harm has been reported to philips. Philips has started an investigation of this complaint.